Manufacturer narrative:
(B)(4) new incision. Secondary surgery. Vaulting. Explanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.